Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 1 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in preparation. The root cause was determined to be to be breathing circuit (short circuit) defective and confirmed with the analysis of the defective parts. In consequence the adult dual limb breathing set was replaced and issue was resolved. There was no patient or user harm.

Event description:
Hospital staff attempted to assemble the breathing circuit set and use it on the patient. However, the h900 did not recognize that the breathing circuits were connected. When he set this breathing circuit set on the h900 and started it up, two h900s stopped working. Therefore, they replaced it with another set of breathing circuits.